Event description:
It was reported by the sales rep that the cordcutter device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had marks of wear and rust presence in the tip of the inner hub. According to the investigation, the edge of the cutter was found slightly damaged. It was further reported that during functional test, a sample of suture was tried to cut using the device; and that only after several attempts that the suture was cut with a frayed condition. There was no procedure nor patient involvement reported. No additional information was provided.

Manufacturer narrative:
UDI: (B)(4). Investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Upon visual inspection revealed marks of wear on the entire device. It could be observed rust presence in the tip of the inner hub. The inner shaft was removed, no structural anomalies were found, however the edge of the cutter was found slightly damaged. Via functionality, a sample of suture were cutting using the device and after several attempts the suture were cut but with a frayed condition. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. According with the visual inspection results, this complaint can be confirmed. The possible root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure. Since this is a reusable device, this issue has possibly occurred after using it in this manner for many procedures, the constant manipulation between surgeries and sterilization process can lead to damage the edge of the cutter. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.